Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during a procedure to treat an obstruction of a very calcified coronary lesion, the ht progress guide wire broke. The guide wire tip separated and remained in the obstruction. The patient status is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would not be returning for analysis; however, the device was returned. Evaluation summary:visual and dimensional inspections were performed on the returned device. The reported separation was confirmed although the reported failure to advance was unable to be confirmed as it was based on operational circumstances of the procedure. The investigation determined the reported difficulties appear to be related to the patients anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was initially reported as returning, but has now been reported as not returning because it is retained by the hospital. (B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
Additional information received reported the procedure was to treat a lesion with moderate tortuosity and heavy calcification in the mid distal right coronary artery (rca). The ht progress guide wire tip broke during the attempt to cross the lesion due to resistance with the calcification. There was no attempt to retrieve the tip, the separated guide wire remained in the obstruction. There was no clinically significant delay in the procedure. No additional information was provided.